Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in the initial medwatch report: during device evaluation, the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a communication failure occurred due to a cable failure and lines appeared in the image. It is likely that the cause of the cable failure was water invasion from the cut part of the cable. However, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had flickering/noise in image. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no image. Only lines were coming on the monitor due to a faulty cable unit. The cable of this camera head was deformed and cut. Due to that, water leakage was coming from it. The cap unit was deformed. Due to that, minor water leakage was coming from it. The coupler pin was missing, and the coupler was rusted.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.